Manufacturer narrative:
Unit had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. Unit had blank display due to broken solder joint on interface board. Unable to perform the self-test and displacement test due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have a blank screen display due to dropping insulin pump. Customer's blood glucose was 249 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen still did not return. Customer was advised that insulin pump would need to be replaced.